Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump over delivered insulin. The customer¿s blood glucose level was unknown at the time of the incident. The customer started a bolus and delivered 6 units and then the pump stopped delivery due to a low reservoir. The customer rewound the pump and an over delivery occurred. Troubleshooting was not completed as the customer could not stay on the phone. The insulin pump will not be returned for analysis.